Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to extend. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found compressed and clogged with blood/tissue for the analysis. X-ray inspection was performed and it confirmed the overtorque of the inner coil at the connector region which was consistent with procedural damage. X-ray examination was performed and the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.